Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) regarding a trial patient for fecal incontinence. It was reported that the patient's trial was successful until their granddaughter physically ran into them and it became inflamed and infected at the lead site. As a result, the patient was hospitalized and received intravenous (IV) antibiotics, however, that wasn't helping, so the wire was removed. This occurred a year prior to the report. There were no device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.